Event description:
Reportedly, an unexpected battery impedance evolution was observed between (B)(6) 2015 (4.39kohm) and (B)(6) 2016 (about 15kohm). The device was explanted and should be returned for analysis.

Event description:
Reportedly, an unexpected battery impedance evolution was observed between (B)(6) 2015 (4.39kohm) and (B)(6) 2016 (about 15kohm). The device was explanted and should be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the available data showed normal battery depletion.

Event description:
Reportedly, an unexpected battery impedance evolution was observed between (B)(6) 2015 (4.39kohm) and (B)(6) 2016 (about 15kohm). The device was explanted and should be returned for analysis.